Event description:
Potential for injury associated with a tdxsp-cg power chair walking beam and battery box; the right caster could stay in the upright position and not work properly for the sure step function. This could cause erratic/unintended movement and cause injury to the user.